Event description:
It was reported that the patient was slated to have an inflatable penile prosthesis (ipp) implanted; however, during procedure dilation was difficult due to previous patient priapism which caused a perforation of patient's distal right-side corpora into the urethra. Physician decided to perform a minor suture at the perforation and place a malleable device on the patients left side corpora. No device issues nor further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient was slated to have an inflatable penile prosthesis (ipp) implanted; however, during procedure dilation was difficult due to previous patient priapism which caused a perforation of patient's distal right-side corpora into the urethra. Physician decided to perform a minor suture at the perforation and place a malleable device on the patients left side corpora. No device issues nor further patient complications were reported.